Event description:
It was reported that during the procedure, a 2.0x12 mini trek rx balloon dilatation catheter was advanced onto a non-abbott guide wire, to a heavily calcified, concentric, 90% stenosed, de novo, 50-millimeter-long lesion in the heavily tortuous 3-millimeter mid right coronary artery (rca) with resistance felt between the mini trek and the anatomy, then dilatation was performed. The mini trek rx was then pulled back into the heavily calcified, 90% stenosed, de novo lesion in the heavily tortuous proximal rca to perform dilatation. However, during the first inflation to 14 atmospheres, the mini trek rx balloon ruptured when reaching 10 atmospheres. The mini trek was withdrawn without resistance from the anatomy and a 2.5x12 trek rx balloon dilatation catheter was used to complete dilatation. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: glandslam, inflation: 20/30 indeflator, guide cath: heartrail 5fr il3.5. The device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.